Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump time was incorrect. Customer did not change time; cause of incorrect time was not known.blood glucose was 318 mg/dl.